Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, foreign matter, a layer of lubricant (silicone), was observed on the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the photo, the layer of liquid on the stopper, which is suspected to be silicone, was the only liquid material spray on the syringe barrel in the syringe assembly process. Based on the device history record review, there was no finding for excessive silicone during the in-process and outgoing inspections. No abnormality was observed in the machine history tracking form. The routine silicone content records were reviewed, and the results were within specification. A sample is required for further analysis; therefore, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd luer-lok¿ syringe 5ml had moisture in the syringe. The following information was provided by the initial reporter: "when opening the product package of a box of disposable sterile syringes (302135), oily substance was found on the rubber plug of the syringes."

Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, foreign matter, a layer of lubricant (silicone), was observed on the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the photo, the layer of liquid on the stopper, which is suspected to be silicone, was the only liquid material spray on the syringe barrel in the syringe assembly process. Based on the device history record review, there was no finding for excessive silicone during the in-process and outgoing inspections. No abnormality was observed in the machine history tracking form. The routine silicone content records were reviewed, and the results were within specification. A sample is required for further analysis; therefore, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd luer-lok¿ syringe 5ml had moisture in the syringe. The following information was provided by the initial reporter: "when opening the product package of a box of disposable sterile syringes (302135), oily substance was found on the rubber plug of the syringes."

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, foreign matter, a layer of lubricant (silicone), was observed on the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned sample, the layer of liquid on the stopper, which is identified as silicone, was the only liquid material spray on the syringe barrel in the syringe assembly process. Based on the device history record review, there was no finding for excessive silicone during the in-process and outgoing inspections. No abnormality was observed in the machine history tracking form. The routine silicone content records were reviewed, and the results were within specification. A sample is required for further analysis; therefore, the root cause could not be determined.

Event description:
It was reported bd luer-lok¿ syringe 5ml had moisture in the syringe. The following information was provided by the initial reporter: "when opening the product package of a box of disposable sterile syringes (302135), oily substance was found on the rubber plug of the syringes."